Event description:
The patient was wearing their pod when they contacted their endocrinologist, who recommended removing it before going to the hospital for better insulin administration. They activated a new pod for the drive. The reason for seeking medical attention was related to the pod, as the patient was not receiving insulin due to a bent cannula. Medical attention was sought on (B)(6) 2025, with a visit lasting about 10 to 11 hours, and discharge on the same day. Symptoms included trembling, thirst, cold and clammy body, and excessive sweating. The diagnosis was diabetic ketoacidosis (dka), and treatment involved insulin administration. The caller reported changing the pod on (B)(6) 2025 at 4pm, with blood glucose (bg) levels rising dangerously high overnight, leading to a hospital visit at 4 am on (B)(6) 2025. Bg levels were around 498 mg/dl with dka. No recent alarms were noted due to a power outage. The caller was familiar with the pink slide, which had moved forward. The cannula was inserted into the skin, with some redness and swelling at the pod site. Insulin leakage was noted upon removal, and the cannula was bent.

Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.